Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit was partially applied and engaged in interlock. Microscopic inspection of the knife blade displayed no damage. The single use loading unit was reset, loaded and unloaded into the returned instrument repeatedly without difficulty. Together with the instrument, the unit was applied to test media with acceptable results. Functional testing found the firing knob advanced and retracted without difficulty and the knife cut completely and cleanly and the remaining staple line was properly formed. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the instrument should not be used on tissue such as liver or spleen where compressibility is such that closure of the instrument would be destructive. Ensure to select a single use loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Failure to advance the handle completely may result in incomplete staple formation, which may compromise the integrity of the staple line. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the third reload of the device, the clamp blocked and made it impossible to staple and cut the digestive tract. They changed the device to complete the case. There was no patient injury.